Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? What specific bowel procedure was performed? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What were the three additional procedure performed and what were the indications for each? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? If so, why?

Event description:
It was reported that the patient had a bowel procedure where a piece of her bowel was removed. Three days post-operative patient was brought back to the or and underwent an open procedure. A leak was found, and the patient was also septic. The patient was given a colostomy bag and the colostomy bag was taken off at some later time. Patient indicated that she had three additional procedures.